Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient was implanted in (B)(6). The patient had great coverage and activated adaptive stimulation. Starting on wednesday during the week prior to the report the patient was sitting in their truck and their programmer said they were lying back when they were sitting. It also showed that they were mobile when they were sitting. These issues were happening everywhere. The device was turning up really high and the manufacturer representative thought that it was recognizing a different position and getting to that voltage. The impedances were all good from 900-1070 ohms. The patient caught their dad from falling on (B)(6) prior to the report. It was further reported that there was no diagnostic test run. The patient¿s battery was reoriented and their adaptive stimulation and amplitudes were set for them in each position. On the morning of the report everything was working great and the patient was having no further problems.